Event description:
It was reported that the patient went to the hospital with a heart rate of 37 bpm, it was not possible to interrogate the device, and no pacing was seen.the device was explanted and replaced. No further patient complications have been reported as a result of this event, and the patient's status was reported as "good".

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.